Event description:
It was reported that the patient developed a lead infection, endocarditis and escherichia coli sepsis. The implantable cardiac defibrillator (ICD) was explanted and replaced and the leads remain in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, (B)(6) 2011; 429688 lead, (B)(6) 2010. (B)(4).